Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that a patient had a gynecological surgical procedure in 2013. According to the letter, the patient was implanted with a mesh. According to the lawyer, the mesh caused damages and other consequences to the patient, which are not described. No additional information was provided.